Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("allot of pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and constipation ("constipated"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and constipation had not resolved. The reporter considered constipation and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("a lot of pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and constipation ("constipated"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and constipation had not resolved. The reporter considered constipation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.